Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that the physician was not able to pass the intra-aortic balloon (iab) through the provided sheath. Another iab was opened and inserted to continue therapy without further issue. There was no patient harm or adverse event reported.